Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to impedance issues a revision was performed in which the extensions were disconnected and impedance was tested. During the procedure all of the impedance values were normal and within range. The devices were reconnected, and the impedance test was performed again. At this time, the hcp's application got a 'stuck in set up' issue. The hcp attempted to resolve the issue by changing and resetting the date, but this did not resolve the issue. The ins was then interrogated with version 1 of the clinician application, but with no success. The hcp decided to use the clinician programmer, and the impedance was okay. The procedure was ended. After the procedure the hcp again checked the ins with version 2 of the clinician application, and impedance was anomalous with the exception of contact 6, which was the contact required for programming. The patient's previous settings were performed. Additional information was received from a hcp. It was clarified that the impedance issue was previously discovered at a patient follow up appointment, and not at the ins implant procedure. The revision surgery was performed as a result of the high impedance. The implant date of the ins was not known. The issue was stated to be partially resolved as the patient is currently receiving therapeutic relief due to the impedance being good on the contact used in programming. No further cause of the issue was identified.